Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received motor error alarms and no delivery alarms. Customer's blood glucose was 131 mg/dl. Customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.